Event description:
A patient underwent port placement procedure using the powerport clearvue slim. Post procedure on (B)(6) 2026, the catheter was found completely fractured, and broken catheter migrated to the heart. Also, patient experienced chest discomfort and palpitations. And broken part was removed by interventional radiology (ir). The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.